Manufacturer narrative:
(B)(4). Date sent: 4/24/2025 d4: batch # investigation summary ==> this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photo shows a package, code gst45b the third photo shows a package with a label, code gst45b lot: 704c51. (Exp. Date: 2026-09-30). The fourth photo shows a tyvek from top view, code gst45b lot: 119d77. (Exp. Date: 2027-04- 30). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number 119d77, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device lot number 704c51, and no non-conformances were identified as part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4) date sent: 04/02/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: after speaking with the materials personnel. I believe what they do is rotate reloads into the old box and continue that replenishment process, even though the box is old and faded. So, my original concern was that perhaps this might be gray market, but I feel less like that now like I said in my prior email response. The discoloration is due to a very old box that keeps getting used with reloads being exchanged. So, unless the lot and serial number shows being shipped to another hospital, it is believe that it¿s just a very old box that has faded in color. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left lower video-assisted thoracic surgery (vats) lobectomy procedure, it was observed that the lot numbers on the box of reloads that they pulled from were different than the ones on the box which was very discolored. There was no patient consequence nor surgical delay reported. Additional information requested.